Event description:
It was reported that a patient underwent a vertebroplasty using hv-r bone cement and during the procedure, the bone cement "leaked to pulmonary vein" and the patient was immediately transferred to the cardiology department. According to the report, the cement has not been removed from the vein at this time. No further information could be obtained.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.